Event description:
The patient reported charging issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The implant appeared tilted and a pocket revision was recommended. During the revision surgery, the surgeon confirmed that the implant was flipped. The surgeon decided to replace the patient's implant with a new advanced bionics spinal cord stimulator that was flipped in the pocket.